Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 45 mg/dl. Customer had high blood glucose this morning and did a bolus. The low blood glucose was treated with carbohydrate tabs and orange juice and current blood glucose was 78 mg/dl. Customer had auto suspend on and we turned setting off. The insulin pump will not be returned for analysis.